Event description:
It was reported that the patient was not getting pain relief in the lower back due to leads were not placed high enough. The patient underwent a revision procedure wherein the lead was repositioned and leads were added. The patient was doing well post-operatively.